Event description:
It was reported that the device showed noise on the ventricular lead. Externalized conductors were noted via fluoroscopy. Patient was asymptomatic. The lead was capped and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 33.5-33.6cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 7.4-7.9cm, 12.1-13.7cm, and 33.1-34.1cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 17.1-19.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 15.0-16.3cm from the distal tip. The sensing conductor etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise.